Event description:
It was reported the device displayed no disposable, pump won't run alarm during the use of the cassette. The customer changed the cassette to a new one. After that, the alarm was cleared. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Pictures attached: four pictures were attached and reviewed. Picture one shows a cassette product from part number 21-7302-24 in used conditions with remains of medication. Picture two show the front view of a cassette product in the pump tube section. Picture three show the top view of a cassette product. Picture four show the ay bag neck section of the cassette. Samples received: sample received consist in one cassette product. Sample was received in used conditions, decontaminated, without its original packaging and inside in a plastic bag. Visual inspection results: no conditions were detected that could cause the failure mode reported. Functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Accuracy test: the sample received was connected to the cadd legacy plus and to balance mettler toledo to look for unusual function. Results: the sample could not be connected a ?no disposable pump won?t run? Alarm was displayed. Complaint is confirmed. CAPA-000814 was open on (B)(6) 2021 for no disposable alarm issue to identify the root cause. Currently the CAPA-000814 is in investigation results phase. There were no relevant findings detected in the DHR.